Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-12048. Related manufacturer reference number 3006705815-2019-04185. It was reported that patient¿s system was explanted because the ipg could not be set into MRI mode. System diagnostics recorded an impedance problem.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.